Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse that during pm the cs300 intra-aortic balloon pump(iabp) device fails safety disc leak test. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 a getinge field service engineer (fse) replaced safety disk (d997-000985-01) to resolve the reported issue.

Event description:
N/a